Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the hot shears covering the tip of the monopolar curved scissors (mcs) instrument was observed to be damaged/burned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed arcing was observed during the procedure and appeared to originate from the mcs instrument. The surgical task being performed at the time of arcing could not be recalled; however, it was advised that the surgeon believed "equipment failure" was the cause of the arcing event. The instrument did not collide with an energy instrument during the procedure and the surgeon noticed an issue with the mcs instrument smoking and having a burned tip. The mcs tip cover accessory appeared to be properly installed during the surgical procedure and no part of the orange surface was visible following installation. The customer confirmed the installation tool was used to install the mcs tip cover accessory, however, it could not be recalled if electrolube or any other lubricant was applied to the mcs instrument prior to installation of the mcs tip cover accessory. The instrument was already sent back. However, the customer could not recall if the mcs tip cover accessory was included.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover accessory involved with the alleged issue to perform failure analysis. The monopolar curved scissors (mcs) instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have discoloration damage at the tips. A visual inspection was performed internal as well, which there was no damage found. The instrument moved with manual articulation with no issues. Intuitive surgical, inc. (Isi) has not received the tip cover accessory for evaluation.